Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37791, lot# unknown, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for lumbar radiculopathy and spinal pain reported they always had some trouble getting coupling, but they were able to get 4-6 boxes. Started on (B)(6) 2014 they were unable to get any boxes. The patient attempted using the antenna locate (al) feature but was unable to get any coupling boxes, and reported the recharger antenna was damaged. On (B)(6) 2016 the consumer additionally reported it took too long to charge the implantable neurostimulator (ins). The consumer wore the recharger for three days straight with it placed directly over the ins, but it still didn't charge fully, even though they wore a brace and used adhesive discs. A recharge session was started on the call which resulted in zero coupling boxes even after the antenna was repositioned. The antenna locate feature was then used which didn't resolve the issue either. The consumer then changed from sitting to standing and continued to get zero coupling boxes which had been like this since implant, even after getting two new rechargers. It was noted the patient programmer (pp) was able to communicate with the ins without any issues and there were no issues with the pocket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.